Event description:
The customer contacted stryker to report that their device did not provide voice prompts upon opening the lid as expected. This could lead to a user error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.